Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 42 mg/dl at the time of the incident. The customer gave himself too much insulin. The customer was given food and glucose tablets to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found. The customer got calibration not accepted alerts. The insulin pump will not be returned for analysis.